Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting functional undersensing. Technical services (ts) was consulted and explained there is sensor driven pacing which is atrial pacing right on the premature ventricular contraction (pvc). Ts recommended lowering the low-rate limit or making the sensor less sensitive. No adverse patient effects were reported.